Event description:
According to the reporter: the device was fired across bowel to close the enterotomy from created anastomosis and the staples fired partially and then would not fire. The reload was opened and removed. A purple load ((B)(4)) was then used. The stapler fired but the staple line was not complete leaving a very large hole in the bowel. The patient status is reported to be ok. There was no bleeding reported in excess of 250cc. The case was extended by more than 45 minutes. There was no unanticipated tissue loss. The enterotomy was over sewn.

Manufacturer narrative:
(B)(4).